Manufacturer narrative:
(B)(4).

Event description:
It was reported the left ventricular lead was explanted and replaced for loss of capture. During implantation of new leads, high threshold was observed when the right ventricular lead was tested with the psa. Repositioning the lead was not possible as the helix would not extend. It is believed the tissue may have been pulled back into the helix shroud. The right ventricular lead was taken out and replaced successfully. The patient condition was fine during, and after the procedure. The patient will be followed up normally.